Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown stem was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to suspected loosening of the stem. It was not reported to the rep whether or not loosening was confirmed intra-operatively. The stem, head, and liner were revised to an accolade-c stem, head and liner. Rep could not identify the revised stem beyond it being either an accolade or insignia stem. Rep confirmed that there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.